Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while priming. The customer's blood glucose was 102 mg/dl. The customer did not perform troubleshooting at the time of the call because the alarm had already been resolved by a reservoir change. The customer confirmed that the alarm had occurred during a manual prime. The customer was advised that the reservoir would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.